Event description:
Pt had ankle arthroscopy with arthrodesis and synovial stabilization in 2004. Sixteen months post-op pt presented at surgeon's office complaining of pain at the surgical site. According to the sales rep the surgeon stated that he does not feel the pt's pain is being caused by the implanted bioraptors but instead being caused by the zimmer screws that had been placed for the ankle arthrodesis. The bioraptors were inserted to stabilize the synovium. Surgeon was asking what will be needed if he chooses to remove the remaining bioraptor material.